Manufacturer narrative:
Only the insertion device was returned no suture or ts. Needle is bent dramatically on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Credit will not be issued. (B)(6). (B)(4).

Event description:
It was reported that when the deployment knob was depressed to deploy t2, it had no resistance and failed to implant the t2. T1 was implanted and t2 was removed. A backup device was readily available. There were no delays or patient injuries reported.